Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-52052.

Event description:
A healthcare professional reported a patient with post operative haze in left eye. Mixed dry eye, keratitis was observed. The patient was given topical steroid eye drops four times in a day for eight days. The patient was given sodium chloride hypertonicity ophthalmic solution to use two to three hours a day in the left eye. There are two reports for this patient. This report addresses patient rr's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A root cause for the customer¿s reported event could not be determined conclusively as not all requested information was provided. However occurrences of corneal haze, diffuse lamellar keratitis and dry eye represent known side effects of lasik and other refractive surgeries; it is unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).